Event description:
Complainant alleges that they were treating a 71 yr old pt (outside in the rain) who was in cardiac arrest. Pt was shocked at 200 joules, and then the pt showed asystole, then no pulse. The pt was shocked a second time at 200 joules, and this time the pt went into sinus tachycardia. Complainant alleges that at that point the monitor screen went blank, and then the screen showed a dot in a center of the screen with double imaging of the trace and letters. The staff changed the device's battery, but the screen went blank again, but then came on ten minutes later. Complainant indicaacted that there was no adverse pt reaction to the alleged malfunction.